Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display, frozen screen or audio/beep/vibrate anomaly noted. All buttons keypad function properly. No moisture/ damage/unlocked lcd keypad connector noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has constant beeping. The customer¿s blood glucose level was 84 mg/dl at the time of the incident. Customer cannot verify the alarm received because she took the battery out for a few seconds and placed the same battery back in the insulin pump, causing the screen to freeze and alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.